Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. User often made bolus requests without entering current bg level and still having insulin on board (iob). User requested a 14 unit quick bolus at 10:42pm on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Fourteen unit quick bolus is a lager bolus requests than usual and could have caused a low bg level. There was no evidence of device malfunction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels at night (40-50 mg/dl). Glucose tablets were consumed to address the low bg. The cause of the low bg was not known; however, on one occasion, the customer had delivered multiple boluses to address a bg of 200 mg/dl. It was thought that the boluses took effect while the customer was sleeping and the bg dropped. The pump had been inadvertently worn while swimming and the customer did not know if that was causing the low bg. As the customer was not currently experiencing a low bg, tandem technical support advised the customer to discuss the event with a healthcare provider.